Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced intermittent failure of the sleep/wake touch button and inconsistent charging, preventing device unlock and prompting the user to switch to backup insulin therapy via daily injections; the user later reported partial improvement when using a sustained one-second press on the wake area. Symptoms included inability to operate the device as intended. Outcomes included temporary discontinuation of ilet therapy and use of backup therapy. Investigation included customer counseling on proper wake-button actuation, charger outlet changes, and removal of the device case to assess charging and button function. Investigation of this case revealed that user technique influenced wake activation and that the charging function required outlet and accessory verification. It was concluded that the event involved intermittent device responsiveness with resolution through user education and troubleshooting, with no injury reported.